Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit went ventilator inoperative with error code message of machine and proximal pressure sensors failed. Customer stated that the error log has the following error code messages: machine and proximal pressure sensors failure, ovp circuit failure and system shutdown. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.